Event description:
It was reported patient underwent an external fixation procedure utilizing the pin to bar fixation system on (B)(6) 2013. Subsequently, the clamp was noted to spin loosely. On (B)(6) 2013, the fixation system was removed and replaced with a competitor product.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Lot 321700 - manufacture date january 15, 2013; lot 402610 - manufacture date may 1, 2013; lot 507900 - manufacture date january 19, 2013.